Manufacturer narrative:
Patient information is not available for reporting. Device product code: code ¿xxx¿ has been used as a place holder for the implant¿s actual code of ¿ovd.¿ (B)(4). Due to the intra-operative issues encountered, the device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 13, - expiry date: march 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synfix-lr implant could only be partially threaded onto a detachable aiming device during an anterior lumbar interbody fusion (alif) procedure at levels l4-5 on (B)(6) 2016. The surgeon felt that the implant and the instrument had cross-threaded, thus making insertion difficult. Additional attempts were made with alternate standard aiming and detachable aiming devices, but only partial threading could be achieved. The implant was removed and replaced with another. The second detachable aiming device was utilized to successfully insert the new cage. The procedure was completed with a six (6) to seven (7) minute delay. Concomitant device(s) reported: detachable aiming device (part/lot: unknown / quantity: 1) and standard aiming device (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one (1) synfix-lr 26mm depth/32mm width/12mm height 8deg-sterile (part: 08.802.016s, lot: 9409584). One (1) detachable aiming device 12mm for synfix (part: sd03.802.202, lot: 6252800). The returned devices were examined and the complaint condition could not be replicated as the devices functioned as intended. The aiming device was able to attach to the implant with no issues and did not cross thread as stated in the event description. Once fully attached, both devices produced a sturdy and stable construct. A visual inspection of the devices showed no issues that would lead to the complaint condition. The threaded portions of both devices appear to be in good condition with no damages identified. As the complaint was unable to be replicated, and no defects or deficiencies were identified, no further investigation is necessary. The complaint is unconfirmed. The returned devices are part of the depuy synthes synfix system. The aiming device is used to aid in the insertion of the implant onto anatomy of the disc space from l2 to s1, per technique guide. The root cause of the complaint condition is unknown as the circumstances during the time of the event are unknown. As the complaint was unable to be replicated, and no defects or deficiencies were identified, no further investigation is necessary. The complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.